Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards european affiliate, almost one month after the implantation of a 23mm sapien 3 valve, a thrombus was detected on the right cusp. The patient suffered a severe stenosis and a mild leakage. For this reason, the sapien 3 valve was removed and a sorin surgical valve was implanted. The patient was stable at the end of the procedure.

Manufacturer narrative:
The edwards sapien 3 transcatheter valve was returned to edwards lifesciences. During the visual examination of the valve, it was found that the stent and the leaflets were distorted, presumably from explant. The valve was relatively ¿clean¿ except for a medium sized fibrinous nodule (thrombus), approximately 8.5x3.5 mm in the largest dimensions, observed on the outflow (aortic) side of one of the cusps (presumably the right cusp in vivo). Considering the thrombus only presented on one of the cusps and considering the size of the thrombus, it is unlikely this thrombus alone could cause a severe stenosis. Minor host tissue growth was observed on the valve frame. The reported severe stenosis and mild leakage could not be confirmed by visual observation. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the complaint was confirmed based on the condition of the returned valve. Visual inspection identified that mobility was slightly restricted on the leaflet with the presence of thrombus. No IFU/training deficiencies were identified. No manufacturing non-conformances were identified. The thrombosis was most likely caused by the mechanisms described above. With limited information regarding patient factors (compliance with anticoagulation) we are unable to confirm the root cause. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.